Manufacturer narrative:
The insulin pump alarmed during prime test due to loose protruded drive support disk and with completely broken off reservoir tube lip. Unable to perform self-test, a21 error test, off no power test, no delivery test due to a33 alarm also, unable to perform basic occlusion test and occlusion test due to broken off reservoir tube lip and the test reservoir will not lock or click into place. However, the insulin pump passed idle current test, run current test and displacement test. The insulin pump was received with minor scratched display window and broken battery tube threads. The insulin pump was missing reservoir tube o-ring and the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Insulin squirted out during manual prime. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.